Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during the farapulse pulmonary vein isolation to treat paroxysmal atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that after insertion of the faradrive into the sheath, air bubbles were seen in the sheath. No air was seen in the sheath when aspirated without the farawave catheter. The procedure was completed using another faradrive sheath. No patient complications occurred. The product was received for analysis. It was further reported that air bubbles were observed in the flushing line. Pressure bag was used at few ml/min flow rate. Guidewire was at the tip of the catheter.

Manufacturer narrative:
Additional information is provided in section b5 describe event or problem.

Event description:
It was reported that during the farapulse pulmonary vein isolation to treat paroxysmal atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that after insertion of the faradrive into the sheath, air bubbles were seen in the sheath. No air was seen in the sheath when aspirated without the farawave catheter. The procedure was completed using another faradrive sheath. No patient complications occurred. The product was received for analysis and investigation is still in progress. It was further reported that air bubbles were observed in the flushing line. A pressure bag was used at few ml/min flow rate. A guidewire was at the tip of the catheter.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the farapulse pulmonary vein isolation to treat paroxysmal atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that after insertion of the faradrive into the sheath, air bubbles were seen in the sheath. No air was seen in the sheath when aspirated without the farawave catheter. The procedure was completed using another faradrive sheath. No patient complications occurred. The product is expected to return for analysis.